Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. On the same day, the patient was hospitalized for the event. The cause of peritonitis was reported to be dust in the air but this was not medically confirmed and no evidence noted. The nurse reported that the cause of peritonitis was unknown. The patient was treated with ancef 1000mg, daily intraperitoneally (ip) and gentamycin 66mg, daily ip for peritonitis. Five days after admission to the hospital, te patient was discharged. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. Additional information was not available. This is report 1 of 4 involved in this peritonitis event.